Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked. A review of the event history log (ehl) identified motor rate error and check clutch error. Motor rate error was found intermittently during occlusion test. The worm coupling does not operate as intended. Unable to duplicate the check clutch error during occlusion test. The customer manipulated the plunger head during infusion. The root cause of the motor rate error was unable to be determined. The customer's reported issue of check clutch was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Replaced worm coupling. Replaced lead screw and clutch halves for preventive of check clutch error. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited outside limit range error, motor rate error, main board issue potential, and clutch issue. No patient injury reported.